Event description:
According to the reporter, during a procedure, the needle detached from the thread before being used. A new suture was utilized without issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.